Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. He felt unspecified symptoms and therefore checked the cgm value and a fingerstick value to compare. The cgm reading was 4.2 mmol/l and the bg was 22.3 mmol/l so he then had to give himself insulin to correct the high bg value, and felt fine shortly after. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported allegation falls within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.